Event description:
The physician was attempting to use an integrity bare metal stent in the lad. The device was inspected prior to use with no issues noted. The lad was reported to be heavily calcified and tortuous in its mid segment where the vessel is diffusely diseased. It is reported that the maximal stenosis in the mid segment appears to be 60%, however, the disease segment is long measuring approximately 30mm in length. Distal segment is estimated to be 60 to 70%, and is more secrete. There is also a first diagonal that has a significant stenosis estimated to be 70 to 80%. The lesion was pre-dilated (2.0 x 15mm). It is reported that the integrity bare metal stent could not reach the mid-distal of the vessel. The stent dislodged from the balloon during an attempt to remove the device. Multiple attempts were made to retrieve the stent by passing a 1.5mm balloon through the lumen of the stent in trying to pull it back to the sheath; however, the stent could not be completely pulled back in. Ultimately, the wire was dis-engaged and the physician snared the distal end and pulled everything back into the sheath after exchanging a 6f sheath for an 8f sheath in the right groin. The procedure was completed using a resolute drug eluting stent (2.5 x 30mm) in the mid lad, and a (2.25 x 18 mm) stent overlapping at the proximal edge. The stent was snared and pulled from body with all equipment. No further patient complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolization). Related to operational context (device inspected prior to use with no issues; therefore, it appears that the device was damaged during the procedure). (No device received for evaluation). No results available since no evaluation was performed (device not returned). Evaluation conclusions: known inherent risk of procedure (embolization). Unable to confirm complaint (device not returned). Operational context caused or contributed to the event (device inspected prior to use with no issues; therefore; it appears that the device was damaged during the procedure). Device not returned. (B)(4).